Manufacturer narrative:
01 samples & 03 photograph were received by bd for evaluation. A quality engineer was able to review the photographs of lot #3146975 regarding item #307754 with the reported issue that ¿foreign matter¿. Based on received photographs & samples foreign matter is visible in the syringe pack. The investigation and simulation were carried out on retention samples where the investigating team has visually inspected the samples for ¿foreign matter "and no such type of defect was found in retention samples.

Event description:
There is some dust particals inside the syringe.

Event description:
It was reported that the bd emerald syringe 3ml 24x1 an contained foreign matter. The following information was provided by the initial reporter: "there is some dust particles inside the syringe"

Manufacturer narrative:
G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.